Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had renal failure, respiratory failure, and never woke up post-implant. The vad coordinator and perfusionist, felt the issues were pt related and not vad issues. The hospital withdrew support on (B)(6) 2013 and the pt expired.

Manufacturer narrative:
The pump will not be returning to the manufacturer for analysis and nor will an autopsy be performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as it was reported that the pump was not available for evaluation. Based on the information available to the manufacturer, a correlation between the device and the reported event could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.